Event description:
Rptr's wife became quadraplegic approx 12 yrs ago. As a result, she must be catheterized daily. Approx 6 yrs ago, rptr noticed that the catheters were becoming much stiffer. As a result, he frequently punctures the bladder. He does not have difficulties with another co's brand. He feels the other catheters are unsafe to use.